Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed the basic occlusion and displacement tests. No motor error alarm noted. Device was received with cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, minor scratches on display window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was unable to complete the rewind sequence. Blood glucose value was 51 mg/dl; customer treated with food. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.